Event description:
The facility's purchasing department reported an infusion pump with an 810:04 failure code. The hospital representative stated the failure occurred during biomed testing. Info was requested by baxter customer service, but details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. Additional contact information was requested but no additional contact was provided.